Event description:
It was reported that intermittent audio output occurred. The distributor reported that the patient experienced intermittent audio output while using the dexcom g6 ios application during two separate incidents. The provided incident date range is an approximation as the date of the earlier incident is unknown. According to the reporter, during the earlier incident, the patient experienced a hypoglycemic event (no specific symptoms reported) but did not receive an alert from her cgm (continuous glucose monitor) despite her low alert threshold being set to 3.5 mmol/l. The reporter stated that the ambulance had to come to the patient's home and administer glucose to her intravenously. No further treatment was reported, and the patient did not require transportation to the hospital. The patient was doing fine at the time of contact. Dexcom distributor tried to follow up with the reporter for more information, but they were unable to contact. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. This is 2 of 2 allegations of intermittent audio output . The patient reported 2 instances in which each event has similar details but occurred on different event dates. Please see the following related complaint record (B)(4).